Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2010; pt: 1; inratio: 5.7; lab: 4.8. Date: (B)(6) 2010; pt: 2; inratio: 5.5; lab: 3.8. Time between meter test and blood draw is 10 minutes.

Manufacturer narrative:
Investigation pending.